Event description:
Adb interests, llc sells a medical/fitness device called the fasciablaster, which is primarily marketed and sold through facebook. (B)(6), the inventor of the fasciablaster and owner of adb interests, llc often misrepresents the fasciablaster as an "FDA" approved device, when it is actually a class 1 exempt medical device. In addition, ms. (B)(66), who has no formal medical training nor holds any professional medical licenses, states that the fasciablaster can cure a variety of diseases, including parkinson's and fibromyalgia. Ms. (B)(6) also encourages women who are pregnant to use the fasciablaster. Hundreds of women have publically addressed the injuries they have received as direct result from the fasciablaster, however, ms. (B)(6) publically dismisses their concerns. Ms. (B)(6) will "block" concerned consumers that question the fasciablaster's safety and will censor the fasciablaster facebook page to ensure negative comments are removed. Ms. (B)(6) has no regard for the health and safety of her consumers. Ms.(B)(6) product and the complaints from the numerous injured women should be investigated. Please email me if you require additional information, such as screen shots of ms. (B)(6) comments regarding the FDA approval or regarding the safety and use of the fasciablaster.